Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous iliac vein. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient serious injury nor complications were reported.